Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: the product was returned to ethicon for evaluation. One needle-suture piece and one suture piece were received for analysis. Product code vcp365h. Visual inspection of one opened sample, the swage and the attachment area were noted to be as expected. No needle breakage was observed on the body, tip, or swage area. However, the body needle was noted with marks probably caused by a surgical instrument. In addition, the sample was tested by resistance test to the needle and met the requirements. The received suture pieces were inspected, and the extremes were noted to be cut probably caused by a surgical instrument. Also, body fluids were noted along the strand. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Fifty unopened samples were received for analysis. The product code is vcp365h. The complaint sample was sent for analysis to hsa. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification and no anomalies or issues related to needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product received for analysis was vcp365h. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle the fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain "used samples". Does this mean that needle breakage occurred twice in the same surgery? Additional information was requested, the following was obtained: were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? No, only the xray was the needle piece retrieved during the same procedure? The needle tip was not recovered and the tip did not show up on xray in the body cavity. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To follow please also provide us with an update with regards to the product return. I was given the affected needle along with two boxes of sutures from the same lot no. · have you already returned the product for analysis? No. (If yes, please confirm the date shipped and the courier tracking number). · if the hospital has not or will not release the product until a future date please confirm this and what the future date is. Not applicable. · if the product is no longer available please advise. Not applicable. The following information was reported: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 45, action taken when event occurred? Xray, magnetic mat, datix., was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? No, if no, explain: needed xray ad magnetic mat to recover fragment, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Delayed time in theatre, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe xray and magnetic mat was used to locate and retrieve the fragment. Patient is fine with no follow up required, is the patient part of a clinical study unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. It was reported during suturing of the uterus, the main 1st layer the defect was felt by the the user as the suture felt blunt advancing in to tissue. There were no patient consequences reported. Additional information was requested.